Manufacturer narrative:
Insulin pump had a motor error alarm during rewind due to moisture encoder signal out of phase. Insulin pump was unable to perform displacement test due to motor error alarm. Insulin pump had minor scratches on display and cracked reservoir tube lip.

Event description:
It was reported that the insulin pump alarmed motor error during priming. Troubleshooting was done. Customer's blood glucose was 98 mg/dl. Advised customer the insulin pump would be replaced. Advised to discontinue using the pump and revert to a back-up plan per health care provider. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).